Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measuring 126 ohms. Technical services (ts) was consulted and noted a gradual increase since implant. Further in office evaluation of the shock vectors was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead continued to exhibit an increase in shock impedances measuring 133 ohms. No adverse patient effects were reported. The physician mentioned evaluating system replacement with subcutaneous implantable cardioverter defibrillator (s-ICD) system. This lead remains in service. Additional information was received indicating that an echocardiogram was performed and the physician found a tumor or large mass in the heart wall that was suspected to be causing the high impedances. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in hvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measuring 126 ohms. Technical services (ts) was consulted and noted a gradual increase since implant. Further in office evaluation of the shock vectors was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead continued to exhibit an increase in shock impedances measuring 133 ohms. No adverse patient effects were reported. The physician mentioned evaluating system replacement with subcutaneous implantable cardioverter defibrillator (s-ICD) system. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measuring 126 ohms. Technical services (ts) was consulted and noted a gradual increase since implant. Further in office evaluation of the shock vectors was recommended. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measuring 126 ohms. Technical services (ts) was consulted and noted a gradual increase since implant. Further in office evaluation of the shock vectors was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead continued to exhibit an increase in shock impedances measuring 133 ohms. No adverse patient effects were reported. The physician mentioned evaluating system replacement with subcutaneous implantable cardioverter defibrillator (s-ICD) system. This lead remains in service. Additional information was received indicating that an echocardiogram was performed and the physician found a tumor or large mass in the heart wall that was suspected to be causing the high impedances. No adverse patient effects were reported. This lead remains in service.